Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. These products are used for treatment. No devices were received; therefore, the device history records were reviewed for deviations and/or anomalies with no anomalies/deviations identified that are related to this event. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. However, as there is insufficient information to allow for selection of a root cause. Root cause is unknown. No corrective or preventive actions are needed at this time. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. F any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised thirteen years after initial knee arthroplasty due to infection. Joint debridement and irrigation were performed. The bearing was noted as being worn during the revision.